Event description:
On 11/3/1998 a dentist called and reported that he had recognized about 10 cases of increased occlusal sensitivity since "early summer 1998". The patients were treated by adhesive restoration technique using ebs-multi priming and bonding agent (espe) in conjunction with tetric ceram and coradent composite filling materials (vivadent). The pain reactions vanished after some days without special treatment.